Manufacturer narrative:
The following fields were updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 18-aug-2023. H.6. Investigation summary: bd received 7 samples for investigation. The samples were evaluated by functional testing, each having their eclipse shield activated, and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder customer reports that while pushing the safety catch over the needle, the safety device slipped off resulting in a dirty needle stick. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: it was reported by customer that as a phlebotomist was pushing the safety catch over the needle of the bd vacutainer® eclipse¿blood collection needle, item 368651, lot# 2342383 the safety device slipped off resulting in a dirty needle stick.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder customer reports that while pushing the safety catch over the needle, the safety device slipped off resulting in a dirty needle stick. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: it was reported by customer that as a phlebotomist was pushing the safety catch over the needle of the bd vacutainer® eclipse¿blood collection needle, item 368651, lot# 2342383 the safety device slipped off resulting in a dirty needle stick.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.